Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25) occurred. During troubleshooting with tandem technical support (cts), an o-ring was found from a previous cartridge on the pneumatic tap resulting in the cartridge not entirely fitting on the pump. The customer removed the o-ring and successfully reloaded the cartridge onto the pump. Additionally, it was reported that there was missing data points on the continuous glucose monitor (cgm) graph. Customer declined further troubleshooting with cts for the reported cgm issue. Customer's blood glucose (bg) level was "high"; bg value was not provided and cause was unknown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported high bg issue, but no response was received.